Manufacturer narrative:
(B)(4). Concomitant medical products- articular surface with segmental post, catalog # 00585006017, lot # 60853785. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Location of device is unknown.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, the patient was revised due to tibial pain. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products- stem extension straight, catalog # 00598801016, lot # 62976521, distal femoral augment block, catalog # 00599003620, lot # 63174306, prc augment block, catalog # 00599003602, lot # 63203588, segmental femoral component, catalog # 00588001602, lot # 63240286, trabecular metal femoral diaphyseal cone, catalog # 00545001931, lot # 61972315, prc augment block size f, catalog # 00599003602, lot # 63255837, prc augment block size e, catalog # 00599003520, lot # 63174312, distal femoral augment block, catalog # 00599003620, lot # 63122026. Reported event was confirmed by review of x-ray. The x-ray was provided and review was performed by third party. The review states no hardware or bone fracture or abnormal mineralization seen radiographically. Multiple cerclage wires seen proximally which extend to the lateral tissues. If extending near a nerve or into a muscle, this could account for pain, however this may also be nonconsequential and asymptomatic. Per package insert, pain is a known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.